Event description:
It was reported that (1) device was used during a laparoscopic hernia repair. It was reported by the rep that the hp052 instrument emitted a solid tone. The test tip was used and the device still emitted a solid tone. Another handpiece was used to complete the case. There was no consequence to the pt.